Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
Covidien received information stating that during patient use of the ht70 ventilator, the device was being used in backup ventilation (buv) link mode. The buv didn't stop when the inspired tidal volume (vti) became 1.1 times of the setting value. It continued for 2 minutes. The patient was transferred to another ventilator. There were no negative patient consequences reported.